Event description:
The manufacturer received information alleging a ventilator's flow sensor failed. The device was not in patient use. The device was evaluated by a third-party service center, and the customer's complaint was confirmed. The device's flow sensor needs replaced to address the issue.